Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014, the patient experienced hyperglycemia and hypoglycemia associated with a time/date reset issue. Reportedly the patient was working outside in the heat and was eating fruit without bolusing for it, and the patient¿s blood glucose (bg) elevated to 560mg/dl. The patient reportedly then took a large correction bolus and did not monitor his bg, and his bg dropped to 21mg/dl. The reporter noted that emergency services were contacted. The reporter did not specify what treatment the patient received for the low bg, but noted that the patient was not transported to the hospital. Troubleshooting indicated that the time and date reset to default settings when the battery was removed from the pump for less than 24 hours, and the pump¿s time setting was reportedly off by almost 12 hours due to the time/date reset issue. The reporter alleged that the bg excursions were caused by the time/date reset issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2014 with the following findings: a review of the black box did not confirm a time/date reset. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The alleged issue is unlikely to cause or contribute to an adverse event unless the use does not set the time and date correctly. Use error was determined to be a contributing factor in the alleged incident. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.